Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. The clip was advanced and the m/p knob was rotated. Upon rotating in the m direction the clip moved in the opposite direction. The devices were inspected but the issue could not be identified. Subsequently, the clip was exchanged and the procedure was concluded with one clip implanted and an mr reduction to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.